Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 247, 652, 295s. The valve re-sheathed 2 times due to implant depth was high. The final implant depth at non-coronary cusp (ncc) was 3.89mm and at left coronary cusp (lcc) was 5.74mm. On (B)(6) 2026, the zio results showed 1st degree atrioventricular (av) block and bundle branch block (bbb). Seven episodes of high degree av block, totaling 22 seconds. A second degree wenkebach was also present. At first week post operative appointment ordered echocardiogram and showed increasing pe interval. On (B)(6) 2026, acute kidney injury was noted and medications were given.